Event description:
It was reported that leakage occurred in the use of electric endoscopic instruments in the operation by user, and shocked the patient, but only convulsed during the operation, causing no serious injury, and there was no intervention treatment in the later stage. It was confirmed that the procedure was completed successfully and there was no further impact or consequences. However, due to the reported shock and convulsion of the patient this case is deemed reportable for precautionary reasons.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Without product it is not possible to determine an exact cause. Customer describes that it was leaking during the operation. The most probable root cause is the wear of the loop material due to high voltage power provided by the high frequency unit. This in turn leads the cable plug to a high resistance which forces the insulation to melt. Traces of soot on the working element are merely signs of this defect, triggered by the high-frequency voltage. The event is filed under internal karl storz complaint ID: (B)(4).